Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the outer shaft of the catheter was stripped. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the mildly calcified superficial femoral artery with a very acute bifurcation. Difficulty in tracking the device up and over of lesion was noted. Upon removal of the device, it got stuck to a non-bsc sheath. The catheter and sheath were removed together as one unit from the patient. It was then noted that the outer covering of the catheter was stripped and bunched up like and accordion 5cm in the distal part that was located inside the patient. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Corrections: upn (B)(4). Catalog/model # to pv41340. Brand name from jetstream® atherectomy catheter to jetstream® xc atherectomy catheter. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter stuck inside of a sheath. The device was visually examined for any shaft damage. Visual examination showed the device was returned with a sheath stuck on the catheter shaft. It was noticed that the catheter shaft was buckled in multiple places from the sheath tip distally 5.5cm. Functional testing is not possible due to the damage on this device. The buckling causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. This was the case on this device. The damaged area of the infusion sheath was approximately 65cm from the tip. When this happens the device leaks fluid from the damaged area and the performance of the device diminishes. Buckling is usually caused by the device being pushed, pulled and torqued in the introducer sheath during the procedure. There was no evidence of any damage or irregularities contributing to the reported advancing difficulty. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the outer shaft of the catheter was stripped. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the mildly calcified superficial femoral artery with a very acute bifurcation. Difficulty in tracking the device up and over of lesion was noted. Upon removal of the device, it got stuck to a non-bsc sheath. The catheter and sheath were removed together as one unit from the patient. It was then noted that the outer covering of the catheter was stripped and bunched up like and accordion 5cm in the distal part that was located inside the patient. There were no patient complications and the patient's condition was fine.